Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked with stripped threads with moisture corrosion inside. This report is made based on results of investigation completed on 10/02/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2014 with the following findings: the battery compartment was cracked and the threads were observed to be stripped. There was moisture corrosion observed inside the battery compartment. The battery cap was not damaged and was able to maintain electrical connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).